Event description:
Customer reports to have physical damage of insulin pump. Customer reports to have 2 cracks on reservoir window due to insulin pump falling onto tile floor. Customer's blood glucose was 115 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Unit had cracked reservoir tube window, cracked reservoir tube, cracked reservoir tube lip, broken belt clip slot, cracked battery tube threads, cracked display window, scratched display window, cracked case at display window corner (upper right corner) and a missing end cap sticker. Unit received without belt clip.